Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cb2 switch. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the cb2 table power switch on the 2600 system will not always stay on when turned on. There was no report of patient injury.